Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Office testing could reproduce the noise. The other sensing vectors failed the autosetup. An x-ray was done, and it was found that the electrode had dislodged. The doctor elected to explant and replace the pulse generator and the electrode.